Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the performa system on (B)(6) 2018 within 10 minutes: 417 mg/dl and 158 mg/dl. On (B)(6) 2018 the customer reportedly received the following results on the performa system within 10 minutes: 513 mg/dl and 168 mg/dl. No adverse event was reported. Return of the suspect device was requested for evaluation.